Event description:
It was stated that the device always reports obstruction. There was no patient involvement/ no adverse event reported. Evaluation of the returned device identified a detached downstream occlusion seal and confirmed the reported issue.

Manufacturer narrative:
H3/h6: the suspect pump was returned for evaluation. No issues were found in the event history log (ehl). Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device was visually inspected. A detached downstream occlusion (dso) seal was noted. Functional test was performed and found defective piezo. The dso seal was replaced. The device passed all functional testing after repaired.